Event description:
It was reported that the lead could not be positioned into the subclavian vein; it was also noted that the lead would not advance through the introducer. The lead was not used and a new lead was successfully implanted. No patient symptoms were reported.